Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: evaluation revealed there was no damage to the u-groove. The test clip attaches and removes with no issues. The battery compartment was cracked below grip pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/08/2016.